Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No pt was harmed as a result of this malfunction. No add'l pt/event details have been provided to date. Should add'l info be received, a f/u report will be submitted. A returned sample is not expected for eval.

Event description:
It is reported that prior to use, the balloon malfunctioned at the inflation valve.